Event description:
It was reported that during a laparoscopic procedure, the device was locked out at the second or the third firing and could not be released. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.